Event description:
It was reported that the patient presented to the hospital for a follow-up remotely on (B)(6) 2022. Upon examination of the lead, it was noted that there were several episodes with non-sustained right ventricular oversensing (nsrvo) alert which were caused by noise on right ventricular (rv) lead. There was decreased sensing on the rv lead. The physician performed chest x ray to confirm suspicions of micro dislodgement. No programming changes or procedure was done. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, sensing noise and r-wave amp variation. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of sensing noise and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.